Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. A resmed customer representative assisted the customer with instructions to perform a hard reset of the device. However, hard reset did not address the reported complaint. An investigation was performed on all available information. The investigation determined that the reported event was due to a defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.